Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. A picture of the device has been sent. Per the customer photo, the suture trap is missing. A functional evaluation cannot be performed and customer´s complaint cannot be confirmed. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator counter pair, the jaws of the firstpass had a malfunction where they came apart twice. All parts of the firstpass were removed from the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.